Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned component found the exterior was mostly covered with bony in-growth. The retaining ring flange was scratched around the perimeter, with one edge having a spherical worn area. The inner spherical radius has a few scratches.

Event description:
Patient underwent total hip arthroplasty in (B) (6) 2009. Subsequently, the patient underwent revision surgery on (B) (6) 2010, after the acetabular liner had dislodged from the acetabular cup. It was noted during the revision that the acetabular liner had fractured and the ceramic head was rubbing against the acetabular shell.